Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. The tibial bearing and locking bar were removed and replaced and a patella button was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2012 and a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2014 due to an unknown reason. The tibial bearing, locking bar, and patella were removed and replaced. Patient underwent a right knee revision procedure on (B)(6) 2015 due to ligament loosening. The tibial bearing, locking bar, and patella were removed and replaced.